Manufacturer narrative:
Na.

Event description:
"In or about (B)(6) 2013 plaintiff (...) Sustained a complete failure of the right prosthetic m-cor modular hip system designed, manufactured, sold, and/ or distributed by defendants, (...), when it fractured at the neck. There was no fall or other traumatic event associated with the aforementioned right prosthesis failure. As a consequence of the foregoing failure of the m-cor modular hip system designed, manufactured, sold, and/ or distributed by defendants, (...), plaintiff (...) Sustained severe and permanent injuries; he was required to undergo multiple permanent and painful revision surgeries, including the removal and re-implantation of a replacement prosthetic: 1-825-143; 1547; sn: (B)(4); 1-211-256; 2616; 1-804-256; 2460; sn: (B)(4); 1-810-156; 1565; sn: (B)(4); 1-812-130; 2373 / 2; 1-812-135; 2374; 1-812-120; 2371.